Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the top (ventricle output) connector was broken and further noted that the upper and lower cases, two side bail covers and the ring cover were broken, the ring was bent and the serial number label was torn. All found defective parts were replaced and all other identified issues were resolved. (B)(4)

Event description:
It was reported that the top connector of the external pulse generator (epg) was broken. The epg was returned for repair. There was no patient involvement.